Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was seen in the emergency room with a heart rate of 30 bpm. The right ventricular lead impedance was greater than or equal to 2000 ohms. The lead was replaced.